Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data review did not confirm the reported event of an app crash alert. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Pt reports cgm app is no longer working.